Event description:
Pt could no longer feel both normal and magnet mode stimulation. Pt's device diagnostic testing at office visit three days later resulted in high impedance (dc dc code 7 and limit), indicating possible device malfunction. The treating neurologist reported that the pt has not experienced any recent trauma. X-rays were taken and the neurologist reported no lead discontinuity was identified in the ncp system. Revision surgery was performed. During the surgical procedure, diagnostic testing on the generator resulted in proper generator function, which ruled out the generator as the cause of the high impedance event. The entire ncp system was replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.